Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found error 507 in system logs on the surgeon side console (ssc). Fse was informed that the surgeon's head was in high resolution stereo viewer (hrsv) at the time of the bipolar was not firing issue. Fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that issue could not be confirmed in system log review, as no relevant errors were found in the logs. System testing showed that both the bipolar connectors on the erbe unit did not recognize instruments or the vessel sealer tool; internal erbe logs recorded errors m-0b and m-b0. A visual inspection confirmed the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. However, the probable root cause of the energy activation issue and subsequent errors may be attributed to faulty communication between the instruments and the generator leading to interruption in energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse)that bipolar energy was not firing. Tse recommended replacing the bipolar cable, then the bipolar instrument, and swapping the generator bipolar ports; however, the issue persisted after these steps. The user continued with the procedure as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was not resolved during the procedure. The user continued with the procedure using the same erbe generator despite the bipolar energy issue.